Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed undersensing. Impedances were intermittently above 2500 ohms. Inappropriate shocks had been delivered for atrial fibrillation with a rapid ventricular response. The patient was unlikely to undergo a lead revision due to current medical status. There were no adverse patient effects reported. The system remains in service.